Manufacturer narrative:
Device not returned to bme.

Event description:
Patient underwent hammertoe correction procedure on (B)(6) 2015. At 2 months post operative, x-ray revealed that implant had broken. Patient has not required revision surgery, nor removal of broken implant. If additional information pertinent to this incident is obtained, a supplemental report will be submitted.